Event description:
Related manufacturer reference number for the hm ii pocket controller: 2916596-2022-11274. Related manufacturer reference number for the mobile power unit (mpu): 2916596-2022-11348. It was reported that the patient had a potential short to shield driveline issue on (B)(6)2022. On (B)(6) 2022 at 10:21, there was a no external power alarm when the mobile power unit (mpu) cable came out of the wall according to the patient. On (B)(6) 2022 at 11:16, there was a no external power alarm when the patient lost power due to a thunder storm. Log files captured low voltage alarms on these times that were associated with interruption of the mpu function. On (B)(6) 2022 at 00:02, there was one transient pump stop and one low speed advisory alarm that lasted around 3 seconds around midnight when the patient was sleeping on the mpu. Log file confirmed the alarms, but stated that the patient was tethered on mpu instead of a power module during the alarms. It was confirmed that the patient uses an mpu at home. These alarms only appear to be occurring while the vad is connected to the mpu. The patient did not have any symptoms when the pump stopped while they were sleeping. X-rays were taken and showed a possible area of concern. On (B)(6) 2022, it was noted that the patient's wires has a lot of repair tape and external driveline revision was performed , and no alarms on the grounded patient cable was observed after the repair. During the repair, the controller was exchanged because the power leads were damaged with exposed wiring.

Manufacturer narrative:
Only portion of the perc lead was returned. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: incidental finding: tears in the silicone jacket of the driveline. The evaluation of the returned portion of the driveline identified a compromise in the driveline that could have contributed to the reported pump stop and low speed event. Evaluation of the submitted log file confirmed the reported pump-stop. The submitted log file captured a low-speed hazard resulting in a pump stop on 10may2022 while the patient was supported by the mobile power unit (mpu). The pump stop was accompanied by low-speed events as low as 0 rpm and low flow hazards. Based on complaint history and similarly reported events, the data captured in the log file is potentially consistent with a damaged wire in the patient¿s driveline which was confirmed through the evaluation of the returned driveline. No other atypical events were captured. The submitted x-rays of the patient¿s internal and external portions of driveline identified one area of potential damage approximately 3¿ from the controller connector. The remainder of the driveline appeared unremarkable. A distal-end driveline replacement was performed on 19may2022 and approximately 19¿ of the external portion/distal-end of the driveline was returned for evaluation. Electrical continuity testing of the replaced driveline was conducted, and all wires were found to be electrically intact. No wire-to-wire or wire-to-shield electrical shorts were induced during this test, despite manipulation of the driveline. Extensive layers of tape were observed along the entire length of the driveline, and a previous clamshell repair was observed. Upon removal of the rescue tape, tears in the silicone jacket were observed 0¿, 3.5", 10", and 13" from metal connector. The bionate layer was discolored but showed no signs of damage. Fraying and severe breakdown in the metal braided shield was observed along the length of the driveline. Visual inspection of the wires confirmed a breach in the insulation of the orange wire approximately 15¿ from the metal connector. The observed wire damage appeared to be the result of abrasion from the metal braided shield due to repetitive flexing of the lead in this area. The remaining segments of the driveline were then submerged in a saline solution for high potential testing to verify the integrity of each wire¿s insulation. This test did not reveal any additional areas of current leakage. If the exposed conductors of the orange wire contacted the braided shield while operating on a tethered power source such as the power module or mpu, the resulting short to ground could have resulted in the alarms and pump stop that were confirmed through the submitted log file. The patient remains ongoing on heartmate ii left ventricular assist system (lvas), serial number (B)(6). The relevant sections of the device history records for (B)(6) was reviewed and showed no deviations from manufacturing or quality assurance specifications. The lvas kit shipped on 22jan2014. The hmii lvas IFU and patient handbook explain that all hm ii lvas drivelines have the potential for wire/shield breakdown to occur dependent on length of use and movement/flexing over time. The heartmate ii lvas patient handbook contains information on ¿caring for the driveline¿ and the heartmate ii lvas IFU discusses damage due to wear and fatigue of the driveline. The hmii IFU and patient handbook¿s alarms and troubleshooting sections provide information on all system alarms, including low flow alarms, and the actions associated to resolve the alarms. These documents explain that low flow alarms occur when the estimated flow is calculated below the low flow threshold of 2.5lpm. The heartmate ii left ventricular assist system (hmii lvas) instructions for use (IFU)., is currently available. Section 7, titled ¿alarms and troubleshooting¿, addresses all system controller alarms (including driveline fault, low speed advisory, low flow hazard, and pump off alarms) and how to respond to such events. Section 1 "introduction" provides an explanation of all pump parameters, including pump flow. Section 4 ¿system monitor¿ provides more information regarding all pump parameters and also describes situations which may result in a low flow hazard alarm, including changes in patient conditions such as hypertension. Section 4 also provides information on reviewing the event history on the system monitor. Section 6 "patient care and management" (under "pump performance monitoring") explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling, explains that pump flow is estimated from pump power, and addresses assessing pump flow. Section 6 (under "postoperative patient care") also cautions: "physiological factors that affect the filling of the pump, such as hypovolemia or postural hypotension, results in reduced pump flows as long as the condition persists. Pump flows are not restored to normal unless such conditions are treated." Section 7 ¿alarms and troubleshooting¿ describes all alarm conditions, including the low flow hazard, as well as the appropriate actions associated with them. The hmii lvas patient handbook is also currently available. The patient handbook contains a section on ¿caring for the driveline¿; however, all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and patient handling. Section 5 "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. This document instructs the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. No further information was provided. The manufacturer is closing the file on this event.